Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor was unable to perform a baseline ECG. The cause for the failure was isolated to a damaged belt cable receptacle. The pin for the white pulse wire was missing. The root cause for the missing pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.